Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. A replacement pump was sent to resolve the issues. Furthermore it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose was 327 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.